Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: investigation revealed a battery compartment crack below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack below the bumper at the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/09/2016.